Manufacturer narrative:
Upon return, the device underwent bench testing, it was confirmed that the battery pack could not be securely latched into the battery well. The unit was subsequently scrapped.

Event description:
A customer reported their battery pack will not stay latched in their AED. They reported this did not occur during patient use.